Event description:
Download data from a (B)(6) male patient revealed a battery ir (internal resistance) test failure. Zoll customer support contacted the patient and issued him a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery ir test failure) has been confirmed. Upon investigation the battery was unable to power up a test monitor and was unable to recharge. A root cause investigation is currently underway at the battery supplier. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The patient received a replacement battery.